Manufacturer narrative:
A review of all the available information and inspection of the returned device determined the incident was due to either a damaged connector socket or charging cable.

Event description:
It was reported that the patient had plugged the external communication unit in to charge and later found it to be smoking, with small flames coming from the connection between the unit and charging cable. No adverse event was reported.